Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family member reported via phone call that the insulin pump had stuck button alarm. Customer's blood glucose value was unknown. Customer stated that buttons of insulin pump was not working. Customer stated they did press a button down for 3 minutes or longer. Customer stated they were not able to clear the alarm. The device will be return for analysis.